Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt explained their problem vaguely which made it difficult to identify the issue. The reason for call was pt reported that they had problems when charging their ins noting that they were not getting much relief. Agent asked, pt stated that they didn't know how to adjust their settings. Pt confirmed that the issue started about 2-3 days ago, and when they woke up yesterday, they were still in a lot of pain. During the call, pt was in recharging app showing that the therapy was on, charging 100% with excellent connection. Agent had pt close all app and walked them through connecting to the mystim app; pt stated that the circle on the screen was not going around like it used to. Agent had pt close all app. Agent instructed pt to remove the communicator from the case to reset however, the patient stated this would take some time and preferred to call back some other time. Agent reviewed that they could also follow up with their doctor to schedule an appointment with the manufacturer representative (rep) for some reprogramming.